Manufacturer narrative:
At this time, product has not yet been returned. A valid serial number has not been provided at this time. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. The device manufacturer date for the reported reader is unknown. The date entered in this report is the date abbott diabetes care became aware of the event. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reports an explosion of their adc device. No further details are available at this time, as the customer was unable to be contacted. There was no report of death, serious injury, or mistreatment associated with this event.